Event description:
It was reported, that the patient received inappropriate antitachycardia therapy (atp). For supraventricular tachycardia (svt). It was noted, that the morphology score had indicated, the svt to be ventricular tachycardia (vt). Programming recommendations to lower the morphology score needed for ventricular tachycardia (vt) were made. The patient was out of state, but was informed of the changes needed. And was to present at a future unknown date in clinic when they were back in state or seek a provider out of state for the programming changes. There were no reported patient consequences.